Event description:
Mentor gel silicone implant found to be "ruptured" from radiologist reading a breast MRI. First implanted on (B)(6) 2006. Required breast implant removal and replacement. Right implant ref#350-4504bc sn#(B)(4), lot #5626601. FDA safety report ID # (B)(4).